Manufacturer narrative:
(B)(4). The device (catalog #) is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer reports the tip of the dilator was damaged and the user could not pass the swg (spring wire guide) through the dilator. A new kit was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and introducer catheter. Both components showed evidence of use in the form of dried blood. Visual examination of the guide wire revealed the j-tip was deformed. The introducer catheter was examined and no deformities or anomalies were identified. The outer diameter of the guide wire and the inner dimeter of the catheter were measured and were found to be within specification. The returned guide wire was inserted into the catheter hub 4 times, rotating the catheter 1/4 turn between insertions. Resistance was encountered during two insertions preventing the guide wire from passing through the catheter. After functional testing, the hub of the introducer catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during sample investigation. During functional testing it was found that the guide wire would not pass through the introducer catheter in certain orientations. The catheter was cross-sectioned and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in november 2017. The catheter lot for this investigation was manufactured in may 2017. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tip of the dilator was damaged and the user could not pass the swg (spring wire guide) through the dilator. A new kit was used.